Manufacturer narrative:
Date rec¿d by MFR : 05jun2019. A gas delivery system (gds) assembly was return for analysis. Visual inspection of the gas delivery system (gds) assembly revealed no evidence of damage or contamination. The defective u1 on the air flow sensor printed circuit board assembly (pcba) created the air and oxygen (o2) flow accuracy test to fail. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 20march2019. (B)(4). No phone number provided. The service engineer (se) inspected the device and replaced the flow sensor assembly to address the issue and the ventilator passed testing.

Event description:
It was reported that the ventilator was failing the oxygen flow accuracy test, then failed the measured value of the oxygen flow sensor no patient involvement. Event date not specified; estimate used.